Manufacturer narrative:
(B)(4). D10: discovery lt seg ulna, cat #: cp562245, lot #: 145960. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a clinical study that a patient underwent an additional procedure approximately 8 years post implantation due to disassociation. The custom ulnar component had disengaged from the distal srs. Components were reconnected and no devices were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.